Event description:
The patient reported experiencing elevated blood glucose of up to 300 mg/dl for approximately 5 days when he wakes up in the morning. He stated he is only able to reduce his blood glucose by injecting insulin via pen. He changed all accessories and was unable to resolve the issue. The patient believes insulin is not delivered correctly and e4 (occlusion) error should have been displayed. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
Not verified. The complaint cannot be verified, the product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. All errors and alerts are triggered correctly by the pump. The problem mention by the customer could not be reproduced.